Manufacturer narrative:
On an unreported date in late (B)(6) 2016, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammation drugs and unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. At the time of this report, the patient had not yet recovered and pd therapy was discontinued. No additional information is available.